Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone14.6. Cgm sensor type: g7.

Event description:
It was reported that the patient had been to the hospital emergency room for hyperglycemia. The patient's blood glucose levels reached over 450 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include stomachache, fatigue and nausea. The patient removed the pod and applied a new one prior to going to the hospital. Once at the hospital emergency room the patient was monitored.